Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was stuck on blue screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote support service update from hq caused a blue screen. A technical support specialist (tss) remotely accessed the station and logged off from the command shell. The tss navigated to the configuration administration (cfn admin) tool, resolved the auto start application issue, and repaired the medical application. After completing these actions, the tss restarted the station. The prescription functionality was tested on the main application, and everything was confirmed to be working correctly. The system functioned as intended after the technical support specialist resolved the issue.